Event description:
This procedure was performed in (B)(6). Two visi-pro stents were used in combination to an endovascular vascular repair (evar) fenestrated stent graft case on (B)(6) 2010. The visi-pro was used in the left renal artery. At the one year follow-up on (B)(6), 2011, the physician saw a fracture of the visi-pro stent, about 20% of the stent could be located in the aorta. An intervention was performed to remove the stent. Please reference MDR 2183870-2012-00007 for the second visi-pro used in this case.

Manufacturer narrative:
A review of the manufacture records for this device could not be reviewed because the lot number was unavailable. Additional information was requested, including that the device return for analysis. Should additional information become available a supplemental report will be sent. Originally implanted.